Event description:
It was reported that an unspecified failure occurred on a homechoice device. The step of peritoneal dialysis setup or therapy during which this occurred is unknown. Patient connection at the time of the event was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported event was unknown. A review of the event history log found no alarms/failure codes recorded. No other alarms/failure codes, or keystrokes/programming that would indicate a malfunction, use error, or a failure to meet product performance specifications, were found. Visual inspection, full functional testing, electrical safety testing, calibration and simulated therapy was performed. The homechoice was found to be noisy during audible inspection. The cause of the condition was determined to be the foam on the battery side of the pump. To correct the condition, the foam was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.